Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandmother reported via phone call that the customer was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of admission was over 600 mg/dl; she was treated with insulin drip. The customer experienced nausea, vomiting, difficulty breathing and abdominal pain. Current blood glucose value is 192 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting for high blood glucose was declined. It was also reported that the insulin pump is cracked near the reservoir compartment. The customer may have dropped the device. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.